Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus system blood glucose results: 28 mg/dl at 0503 100 mg/dl at 0509 26 mg/dl at 0557 127 mg/dl at 0558 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Event description:
Caller reported compact plus system blood glucose results: 28 mg/dl at 0503; 100 mg/dl at 0509; 26 mg/dl at 0557; 127 mg/dl at 0558. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent. On (B)(6) 2014, the following information was determined: comparison found above: 28 mg/dl at 0503; 100 mg/dl at 0509 was determined to be 26 mg/dl, not 28 mg/dl. On (B)(6)- 23 mg/dl and 116 mg/dl within 10 minutes. On (B)(6)- 17 mg/dl, 21 mg/dl, and 100 mg/dl within 10 minutes. On (B)(6)- 14 mg/dl and 105 mg/dl within 10 minutes. On (B)(6)- 18 mg/dl and 89 mg/dl. On (B)(6)- 26 mg/dl and 100 mg/dl within 10 minutes. On (B)(6)- 19 mg/dl, 22 mg/dl, and 14 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.